Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had connection issue. It was further reported ¿the nurse had primed the tubing and was attempting to remove the blue cap to attach the line to the patient when the line separated¿. The nurse was ¿never able to remove the blue cap¿. In order resolve the issue another set was used. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.